Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the vessel sealer instrument did not seal correctly.

Event description:
It was reported that during a da vinci surgical procedure, the vessel sealer (vs) instrument was not sealing correctly and a vessel began to bleed when it was cut. On 01/14/2016, intuitive surgical, inc. (Isi) obtained additional information from the reporter. The instrument did not seal correctly during the procedure but the generator gave a sound of a correct seal. The vessels were not highly calcified or in excess of 7mm in diameter. When the surgeon attempted to use the cut function without realizing the sealing was not correct, there was bleeding. Although the amount of blood loss could not be confirmed, it was noted that the blood loss did not generate any special reports. The bleeding was controlled by grasping the vessel with forceps. The patient was discharged normally and there was not report of any patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation did not confirm nor replicate the customer reported complaint. Visual inspection of the instrument showed no conductor wire or snake wrist damage and no bio debris at the instrument tip. The instrument was installed on an in-house system which passed the recognition and engagement tests. The cut test passed and energy was delivered with no issues. Electrical continuity also passed testing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.